Event description:
During an implant procedure, the helix of the right atrial (ra) lead was unable to extend prior to implant. The ra lead was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead revealed the helix to be partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the helix being clogged with blood/tissue.